Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified alarms occurred. The customer experienced a blood glucose (bg) level ranging between 400-600's mg/dl and moderate levels of ketones. Bg level was addressed by delivering corrections via the pump and administering manual injections. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.